Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the instrument. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the power supply. The cause of smoke being emitted from the instrument was a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.